Event description:
The catheter was placed in a pt with a peritoneal collection due to an abandoned peritoneal dialysis the percutaneous drainage was requested because collection was considered a potential septic focus for the pt's hemodialysis. The pt was punctured in the pt's epigastry and the malecot catheter was connected with good drainage. After 5 days, the stiffening cannula was inserted to remove the catheter, but it would not come out. Pt underwent a scanography which showed no cavity and the catheter anchored to the pancreas anterior tissues and the stomach posterior tissues. Surgical intervention was recommended to remove the catheter.